Manufacturer narrative:
Result of investigation: during the investigation of the returned product (26046ba hopkins optics, serial: (B)(6), the customer's statement that the image is blurred could be confirmed. The investigation of the optics also revealed a bent shaft and a break in the rod lens system. The product history review showed that during the product inspection by inspection lot 40002227275 dated (B)(6) 2024, no damage was found in relation to the rod lens system or any deviation of the optics shaft. The optics complied with the currently valid specifications upon delivery to the customer. It is concluded that the damage found (bent shaft, break in the rod lens system) with an influence on the imaging is due to damage during use or clinical reprocessing and was not caused by a production defect. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the customer noticed that image on monitor is blurry when they mounted telescope on camera head. I don't have information if that happened before or during procedure. After that customer just changed telescope and did the procedure. They didn't report any problem related to that. No negative impact in state of health reported. The issue was noticed when the telescope was mounted on the camera head, it is concluded that the scope was not yet inserted into a patient.